Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the comment that the universal serial bus port was not working, the port functioned as required and had no visible damage or abnormalities. The software was to be reloaded as a preventive measure. Analysis did find that the radio frequency connector was loose on the link electronic module (lem) board and that the lem board needed to be replaced. As lem boards were unavailable the device was to be scrapped. (B)(4).

Event description:
It was reported that the programmer's universal serial bus port was not working. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.